Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that after removing the sensor from the patient's arm on (B)(6) 2015, the sensor wire was detached and stuck to the sensor pod. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported that the transmitter was not snapped into the sensor pod when the sensor was removed. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin.